Event description:
Revision surgery was performed due to infection. The surgeon doesn't think that the product failed. The sample won't be returned for evaluation.

Manufacturer narrative:
Correction: the associated complaint device was not returned for evaluation .(B)(4).